Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient had severe peripheral artery disease (pad). When the impella was placed, the angioplasty down the left leg indicated decreased flow. A 5 french sheath was placed antegrade and connected to the sheath from the right groin for the femoral to femoral bypass. Lower extremities were warmer, but pulses were still decreased. It was not that care was withdrawn and the patient expired after 70.87 hours on impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.